Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: partially calcified lesion. There was no damage noted to the catheter, hub or balloon of the device. The lesion was pre-dilated. The same inflation device was used successfully with other devices. Resistance was noted while advancing the device to the lesion. There was zero inflation of the balloon at nominal pressure. It was indicated that the stent expanded when the balloon was inflated beyond nominal pressure. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. It was indicated that the stent was sufficiently expanded prior to attempting removal of the balloon. There was no damage noted to the guidewire on removal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, two endeavour resolute rx coronary drug eluting stents were implanted to treat a lesion located in the diagonal branch and left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The devices did not pass through a previously deployed stent. It was reported inflation difficulties occurred during stent deployment at 9 atm. It was stated that stent expansion did not occur uniformly at nominal pressure, even in non - calcified arteries and did not expand properly on the bends of the arteries. It was also reported that difficulty removing the balloon occurred following balloon inflation. It was stated that the balloon does not move freely after deflation of the balloon and the balloon got stuck onto the stent. Pressure was required when pulling the balloon out from the stent. The patient was reported to be alive with no injuries.